Event description:
It was reported that during a shoulder stabilization procedure using a speed-stitch suturing device with a speed-lock implant, the needle would not pick up the suture. The surgeon used competitive devices to remove the implant and drill a new bone hole. Ultimately, the procedure was completed without significant delay using a back up speedlock implant. There were no patient complications reported as a result of this event.